Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Product history review could not be completed due to lack of information. Lot number was not provided. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports half of their 40 employees were receiving suspected false positive results when testing with the cue covid-19 test. Review of covid case tracker shows 26 employees who experienced positive results when testing with the cue covid-19 test, while testing negative with alternate covid-19 tests. See related cases for alternate false positive results. Individual 6: individual receiving a potential false positive result on (B)(6) 2022 when testing with the cue covid-19 test (lot unknown, sn (B)(4)). Individual also tested with the binax now covid-19 antigen test on the same day and obtained a negative result. Individual experienced mild symptoms on (B)(6) 2022. Individual states he and his girlfriend had covid-19 starting (B)(6) 2021, but were both recovered and tested negative since then.